Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during peritoneal dialysis therapy a system error 2240 alarm (air in set/line) occurred on the homechoice device. This event occurred during the initial drain. The patient was connected at the time of the alarm. There was nothing found during troubleshooting that would cause or contribute to the alarm. The technical service representative explained the alarm and assisted the patient to end therapy. The patient was to set up with new supplies. The technical service representative reviewed proper procedures with the patient. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.